Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #1064141 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
Material no. 367986, batch no. 9059681. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the vacutainer tube labels are coming unglued and peeling up off of the tube surface. There were 100 tube that had the label peel off. "Labels coming unglued and peeling off".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367986, batch no. 9059681. It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the vacutainer tube labels are coming unglued and peeling up off of the tube surface. There were 100 tube that had the label peel off. "Labels coming unglued and peeling off".